Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer's wife reported that on the morning of (B)(6) 2016 she and her husband were about to go to work when her husband stated he was unable to move. The caller tested her husband's blood glucose with his adc blood glucose meter and received a reading of 394 mg/dl. She called paramedics who arrived a few minutes later and tested her husband with their meter, with a reading of 42 mg/dl. The customer's adc reading and the paramedics' reading were reportedly obtained between "6:30 and 7:00am." Paramedics administered intravenous fluid and food and drink to the customer. Paramedics re-tested the customer with a reading of 91 mg/dl and offered to transport the customer to the hospital, but he refused, stating he was feeling better. At 10:45 am on the same date the caller and her husband went to their physician, who tested the customer with an unknown result, and adjusted the customer's insulin dosage from once to twice daily (20 units of lantus, morning and evening). There was no report of death or permanent injury associated with this event.